Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Investigation summary:the device was received and evaluated at the service center. The reported complaint that the vapr vue generator is showing an invalid instrument error was confirmed. It was found that the 8 way socket assembly was corroded and the socket-iec inlet was damaged. Also the generator was physically damaged. Further, the rf and relay boards were upgraded, the missing dust cover was replaced, a cosmetic improvement was performed, a software upgrade was performed, and the device was repaired, tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. And damage to the socket iedc-inlet. This can be identified as the root cause of the error code displayed by the device, along with the outdated software. User mishandling of the device is the root cause of the physical damage to the device and the missing dust cover. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone, the vapr vue generator is showing an invalid instrument error. A like unit was used to complete the procedure with no delay and no patient consequence.